Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had issues with their sensor. Customer stated the sensors were not lasting the full six days. The customer also reported experiencing a low blood glucose of 40 mg/dl from working out. The customer also reported their current blood glucose was 111 mg/dl. The customer declined to return the insulin pump for analysis.